Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient had been having trouble with his pump therapy since (B)(6) 2016. Patient reported not getting pain relief in the spine where the pain is, and he could tell when the pump was turned on one time a day on the left side of the abdomen and was numb. Additional information was received from a manufacturer's representative on (B)(6) 2016. It was reported that the patient was seeing a different hcp on (B)(6) 2017 regarding these issues. Additional information was received from a consumer on (B)(6) 2017. The patient clarified their earlier report by stating that they could tell when the pump was turned on when there was numbness on the left side of their abdomen with no pain relief. It was reported that any activity caused the pain in the patient¿s low back. It was also reported that some increases were done with the pain pump, which led to very little pain relief. The patient reported that the lack of pain relief that the spine had not been resolved. Additional information was received from the patient's healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient was still experiencing issues with pain relief despite the intrathecal dose adjustments. The patient had been in to the clinic several times in the previous month with titrating the intrathecal doses and there were no pain relief results. A dye study was planned for (B)(6) 2017 and a new intrathecal medication would be used to see if the patient has any pain relief after that. The drug information in the patient's pump was provided as 2 mg/ml of morphine at 1.8994 mg/day via flex dosing and 20 mg/ml of bupivacaine at 18.994. It was also reported that the patient heard an alarm and an empty reservoir occurred on (B)(6) 2017. Additional information was received on (B)(6) 2017. It was reported that the cause of the empty pump was unknown. The patient's pump was refilled on (B)(6) 2017. No further complications were reported. Additional information was received on (B)(6) 2017 from the patient's healthcare provider. It was reported that the patient had missed their appointment for a refill, resulting in the empty pump. The dye study planned for (B)(6) 2017 was cancelled due to the patient being sick. However, after a dye study, the plan to resolve the patient not getting good pain relief is to try a different medication. The cause of the patient's not getting good pain relief was considered unclear and the issue was not yet considered resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(6): product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient had his pump segment replacement on (B)(6) 2018. Prior to the revision, the patient was managed with a different managing hcp. The other hcp would adjust the patient's dose, but the patient had never reported having significant pain relief from targeted drug delivery (tdd) therapy. The previous hcp at one point decided to remove all drug from the pump and give the patient oral medication and put saline in the pump. Then the previous hcp reversed that decision and started to utilize the pump again. Prior to restarting treatment, the hcp performed a catheter access port (cap) procedure where they could not aspirate. The patient was then sent over to the managing hcp for catheter diagnostics and the patient kept his care with him. The hcp checked the pump logs and there were no abnormalities. No further complications were reported.